Event description:
It was reported that customer experienced multiple intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue.